Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular implantable cardioverter defibrillator (ICD)  2012 (B)(6); 6947 implantable tachy lead 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient presented with loss of capture in the left ventricular (lv) lead at the highest lv outputs and that the patient may have had heart failure symptoms. It was further reported that the patient had phrenic nerve stimulation. The lead was programmed off. No further patient complications have been reported as a result of this event.